Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer evaluated the unit and in order to fix the issue fse replaced pcba, video generator. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during demand preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) has lines on the upper and lower screens. There was no patient involvement reported .